Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken. The pitch cable was also frayed at the distal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pitch cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that broken wires were observed on the tip of the fenestrated bipolar forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.